Manufacturer narrative:
In conclusion, the customer complaint of transmitter not communicating is not confirmed. However, the customer complaint of the hole mark on the casing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed transmitter not communicating anomaly, and with physical damage and also received lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884 and mmt-7040a. Troubleshooting was performed and confirmed the issue. Mmt-7841zn was requested and customer response was the device was been returned for analysis. No product return is required for mmt-1884. No product return is required for mmt-7040a.